Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. The insulin pump had corroded motor home switch. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error alarm, alarm, low battery alarm, failed battery test alarm, off no power alarm, erased memory anomaly, count down anomaly due to blank display. The insulin pump had minor scratched display window, cracked reservoir tube lip and dented case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of motor error alarm, failed battery test, motor position encoder error and blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she changed the battery and received failed battery test. The customer stated that she received motor error when the pump prompted her to rewind. The customer mentioned that the screen shut down and went blank. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.